Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board and the x-ray regulator board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had no image displayed in subtraction mode. No pt injury was reported.